Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air was observed in the tubing after completing the load process. Reportedly, the contact was not performing the air removal step of the load process. Blood glucose (bg) level was 200 mg/dl. Tandem technical support reviewed the air removal step with the contact. Additionally, the customer reported a low bg level of 30 mg/dl, which was treated with a sugared drink. Recommendation was made to consult with health care provider regarding diabetes management.